Event description:
Breast implant illness symptoms started. Although I can't be sure when exactly I would say my memory began to be problematic, and terrible digestive issues began. They have increasingly gotten worse. I am scheduled to explant these life-threatening toxic "medical devices" (B)(6) 2019. How the FDA has not gotten involved is a shame. Digestive issues, pain, blurred vision, memory issues, cognitive issues.